Event description:
Customer reported the insulin pump had a blank display. Customer's blood glucose was 323 mg/dl. The device did not have any signs of physical damage. Customer did not drop or bump the device. Battery cap was not missing or damaged. The battery compartment and springs were neither damaged nor corroded. The customer inserted a new battery and display returned. The device alarmed battery out limit and failed battery test after inserting the battery. Customer was advised to clear the alarm and insert a new battery. Customer was unable to continue troubleshooting did not have a new battery. Customer would call back to finish troubleshooting. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.